Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te pad messages) was due to contamination found inside ECG ¿d¿, causing an intermittent connection. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.